Event description:
It was reported surgical intervention was undertaken to revise the patient's lead. During this time, the patient's ipg was also explanted and replaced (reference MFR report #s 1627487-2010-01767 and 1627487-2010-01769). The exact reason for the lead revision is unknown; however, the patient had previously complained of overstimulation from her scs system. Analysis determined the root cause of the overstimulation was the patient's ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.